Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during device normal upgrade a decrease in sensing threshold was noted. The lead was capped and replaced.